Event description:
On (B)(6) 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the pt presented to the hospital with abdominal pain, fever, and elevated white blood cell count. On (B)(6) 2011, follow-up imaging demonstrated that the grafts had become infected, and there was air in the aneurysm sac. It was reported that the aneurysm did not enlarge, and the cause of the infection is unk. On (B)(6) 2011, a conversion was performed whereby the gore excluder aaa endoprostheses were explanted, and the aneurysm was repaired surgically. The pt tolerated the procedure.